Event description:
It was reported that an ilet system paired with a libre 3+ sensor experienced a pairing failure, after which glucose data began displaying on the ilet without further user action. Symptoms included no reported adverse clinical effects, and the patient stated they felt fine with a blood glucose value of 279 mg/dl. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the sensor connection re-established itself during troubleshooting, resolving the pairing error and restoring glucose data display. It was concluded that the event was consistent with a transient communication or pairing interruption that resolved through standard operation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.